Event description:
It was reported that the user experienced a hyperglycemic event with a blood glucose of 254 mg/dl after a meal announced as usual, without dosing stopped notifications, and noted a potential air gap in the infusion set tubing that could have interrupted insulin delivery; after performing a full supply change, glucose returned to range. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts or alarms, and resolution after user troubleshooting and education. Investigation included customer care troubleshooting and user education based on the reported event. Investigation of this case revealed that the cause of hyperglycemia was unclear, with a suspected infusion set or tubing delivery issue reported by the user, but not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.